Event description:
It was reported that during a test, the ventilator was not giving an audible alarm when the pt circuit luer fittings were partially disconnected at ventilator site. The ventilator was not on a pt at the time the reported problem occurred.

Manufacturer narrative:
Na